Event description:
While performing endoscopic sinus surgery using a straight blakesly, the instrument broke, leaving a small piece of instrument in the sinus. The physician removed/retrieved the broken off piece. The tip of the instrument broke completely off in the sinus. Pt to have left endoscopic surgery; maxillary, ethmoid frontal exploration. Longer surgery to remove device.